Manufacturer narrative:
A patient reported that a needle cannula was left embedded in the patient's body after injection. This was confirmed by CT scan and x-ray investigation at the hospital when metal was found in the injection site of the patient's abdomen. The cannula was taken out of the body via surgery. A review of the batch records show no internal deviations during production and no abnormalities or deviations from the validated manufacturing process. Resistance to breakage testing according to iso 9626, chapter 5, was performed on 5 samples retained from the same batch. Results show no visible breakage can be found.

Event description:
A patient reported that a needle cannula was left embedded in the patients body after injection. This was confirmed by CT scan and x-ray investigation at the hospital when metal was found in the injection site of the patients abdomen. The cannula was taken out of the body via surgery.

Event description:
A patient reported that a needle cannula was left embedded in the patient's body after injection. This was confirmed by CT scan and x-ray investigation at the hospital when metal was found in the injection site of the patient's abdomen. The cannula was taken out of the body via surgery.

Manufacturer narrative:
A patient reported that a needle cannula was left embedded in the patient's body after injection. This was confirmed by CT scan and x-ray investigation at the hospital when metal was found in the injection site of the patient's abdomen. The cannula was taken out of the body via surgery. A review of the batch records show no internal deviations during production and no abnormalities or deviations from the validated manufacturing process. Resistance to breakage testing according to iso 9626, chapter 5, was performed on 5 samples retained from the same batch. Results show no visible breakage can be found. Returned device was visually inspected. Roughened surface at the break potentially point to excessive movement during injection causing the needle cannula to break.